Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. Upon eval, there was contamination on the battery board inside the charger / modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger / modem. The pt received a replacement charger/ modem.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting (B)(6) male pt for an unrelated issue. During servicing of the pt's charger/modem, a reportable event was discovered. There was contamination inside the charger/modem.